Event description:
Pt reported that their ss meter to lab comparison (done about 30 min. Apart) was 113 mg/dl (ss-capillary) and 154 mg/dl (lab-venous), respectively (27% difference). No symptoms were reported. On follow-up, pt confirmed the above info and said they wanted to replace their ss meter with a fasttake. Fasttake kit was sent. Lfs rep reviewed fasttake qc procedures and discussed meter/meter and meter/lab comparisons. There was no allegation of harm.